Event description:
The customer from canada reported that she bought the contour® next gen meter from a pharmacy in canada and the meter was allegedly displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer refused to return the device for evaluation.

Manufacturer narrative:
The customer refused to return the suspected device for evaluation. Additionally, no pictures were provided to verify the customer's allegations. Therefore, a device history and distribution records were reviewed for the suspected contour® next gen meter with s/n: (B)(6) and sku # 7923 and it was found that the meter was programmed correctly to display the units of measurement in mmol/l and was intended for and distributed in the canada market. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. Unknown was captured in section a1 and no information was captured in sections a2 and a4 as the customer's initials, age and weight were not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® next gen meter with sku # 7923 and serial # (B)(6) was distributed outside the us, therefore, no gudid information exists and the UDI number is not applicable.